Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller displayed the "replace generator" message. The patient does not recall when he saw the message due to memory issues. The patient has lost stimulation and is awaiting a decision on the next course of action.

Event description:
It was reported that the patient underwent surgical intervention wherein the patient's ipg was explanted and replaced on (B)(6) 2019. Therapy has been restored postoperatively.